Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
I have had an incident today in which the resident was positioned improperly in the sling and almost slid, staff had to lift her manually to reposition which is a definite not in ltc.

Manufacturer narrative:
The customer contact with arjo and reported that a resident almost fell. Based on the information provided the resident was transferred by using a maxi move passive floor lift and a sling. The staff did not place the resident properly in the sling. As the resident almost slipped off the sling, another staff member, who was supposed to bath the resident in the bathtub, had to physically/manually reposition the resident in order to place her correctly in the sling. No injury was reported. Arjo made attempts to contact the customer to obtain additional information about the incident. The customer did not provide any additional information. The instruction for use for maxi move device contains step by step information on how the sling should be applied and how the transfer should be conducted. The customer did not report any device malfunction and indicated that the resident was improperly positioned in the sling. Therefore, it appears that the incorrect resident placement in sling caused that the resident almost slipped out of the device. To sum up, the arjo floor lift and the sling were used as a system during the patient transfer. The patient almost slip out of the sling and from that perspective, the system did not meet its performance specification. The complaint will be reportable due to allegation that the pateint almost slip out of the sling during transfer.